Event description:
Per the clinic, the patient experienced skin necrosis at the implant site. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient has developed an infection following an exposure of the receiver-coil/transducer. Subsequently, the patient was treated with an oral antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2026. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Device analysis report attached.